Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled follow-up, loss of capture was observed. The patient is not pacemaker dependent and does not need atrial pacing. Physician decided not to perform fluoroscopic investigation. Patient's condition was well and the patient will be followed-up in three months.